Manufacturer narrative:
Device evaluated by bd service and device was not returned to manufacturing facility. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 21apr2015. The review was performed from the date of manufacture to the present date 01mar2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had a rcl - recall repair. There was no reported patient involvement.

Event description:
It was reported that the pump was alarming and a logic board was replaced. There was no reported patient involvement.

Manufacturer narrative:
Correction: describe event or problem. Additional information: imdrf annex d grid.